Manufacturer narrative:
The suspected device was returned for evaluation. Upon visual inspection, the plastic stiffener was found to be stretched and broken as reported. As the device has been used, it is unable to determine whether the damage originated due to clinical use, if it became stuck or was stretched at some point. The damage may have also originated from manufacturing however, a lot number was not provided and as a result, manufacturing data is unable to be reviewed. Due to these unknowns, the true root cause is currently unknown. A medical device file search could not be performed as a lot number was not provided.

Event description:
The account alleges that the biliary locking drainage catheter broke off within the patient during the procedure. No patient injury.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.